Event description:
It was reported that the patient's atrial lead dislodged within three days of implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.